Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported having a burning sensation an inch away from the implantable neurostimulator (ins). It was stated they turned the ins off and still had the burning feeling. It also hurt when they wore their belt. No trauma or falls reported that could be related to the issue. It was noted their healthcare professional (hcp) didn't work with electronics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.